Event description:
It has been reported to philips that the system could not boot up. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse checked and found the battery of host pc main board was tested low which caused system boot up failure. Fse replaced battery of host pc main board. After replacement of the battery the system was returned to use in good working condition. The codes were updated based on the investigation outcome.